Event description:
It was reported that burs (part no. 5230-030-060) are dulling upon use. It was also reported that multiple burs are having to be used throughout surgical procedures. No adverse consequences are reported.

Manufacturer narrative:
A number of burs which were subject to this complaint were returned for eval. They were examined and found to be within specification requirements. However, further investigation indicated a deficiency in the design specification to specify the relief start position. This issue has since been addressed and a new specification put in place.